Manufacturer narrative:
A consumer reported experiencing burning, redness and swelling in both eyes after soaking contact lenses overnight in the solution. Although medical information was not received, the consumer indicated that the next the doctor told her that the eyes were inflamed and that she was given a prescription tobramycin/dexamethasone eye drops. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and inflamed eye reported by the consumer are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A consumer reported experiencing burning, redness and swelling in both eyes after soaking contact lenses overnight in the solution. She indicated that the next day the doctor was seen and the doctor told her that the eyes were inflamed. Consumer reported that she was diagnosed with corneal burns in both eyes and prescribed tobramycin/dexamethasone eye drops. She was also instructed to discontinue lens wear for a period of time. Medical information was requested but was not received. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.